Event description:
Patient called stating the pump said infusion complete 2 days earlier than the expected completion time. When reviewing the infusion parameters, the pump said there was 130 ml left to be infused. Patient stated that the bag was empty.

Manufacturer narrative:
Patient called stating the pump said infusion complete 2 days earlier than the expected completion time. When reviewing the infusion parameters, the pump said there was 130 ml left to be infused. Patient stated that the bag was empty this event is being investigated for flow rate issue which at the time of this report, the flow rate is unknown. If and when the device is returned, and there is additional information on the device, this complaint will be reopened to update the record. This complaint has been reviewed, evaluated, and determined to be included in an ongoing CAPA.